Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoraco/pneumothorax. While resecting the lung the device did not fire. The surgeon could press the green firing button but could not squeeze the handle. The case was completed using a new handle. No patient injury.